Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the pacemaker exhibited intermittent ventricular capture during a mode switch episode. Lead evaluation was suggested; no changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.